Manufacturer narrative:
The device was not returned; however, an investigation is being conducted.

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified contrast media via a power injector at a rate of 325 psi. It was reported that upon initiation of the contrast media injection, the tubing ruptured and an unspecified volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.